Manufacturer narrative:
The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Physical samples were not received for the investigation, but four photos were provided. The photos were visually evaluated per procedure, and the reported issue was confirmed. Without a physical sample to further evaluate, the root cause could not be determined. A corrective action is not applicable at this time as a trend has not been identified. This is considered to be an isolated event. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: during surgery, a catheter was placed for the feeding to pass and there were no complications. However, when the guide was removed, the probe broke. It was removed and replaced with a new one. The probe is very rigid and when removing the guide it breaks.